Event description:
It has been reported to us that the radiopaque marker band separated from the tip of the aspiration catheter during the procedure. The physician inserted the aspiration catheter over the guide wire into the pt. The physician advanced the aspiration catheter forward but had difficulty positioning and the aspiration catheter became stuck. The physician pulled back on the aspiration catheter and as the catheter was removed the physician noticed that the tip of the aspiration catheter including the radiopaque marker band was missing. The physician then noticed that it was outside the pt in the physician's glove. The pt reported to be fine. The device has been discarded and will not be returned for evaluation.

Manufacturer narrative:
This medwatch report is considered to be the initial and follow-up. The actual device will not be returned for evaluation. If any additional info about the case is provided an additional report will be submitted. The customer has indicated that the subject device was discarded and will not be returned for evaluation. Therefore an engineering analysis of the subject device cannot be performed. The lot number for the device is known and a review of the device history record did not detect any deficiences in the manufacturing process. Device discarded - not returned for evaluation.